Event description:
It was reported that pump touchscreen was cracked, leaving screen unreadable and unresponsive even though pump still powered on, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump return to distributor for evaluation, and replacement pump with different serial number was provided; no additional information was received regarding further outcome of event.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.